Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was attempting to prime the insulin pump and the device was stuck in the fill cannula. Customer's blood glucose was 400 mg/dl and declined troubleshooting as she believes issues occurred due to the insulin pump. The device is not returning for analysis.